Event description:
It was reported that the customer experienced a blood glucose (bg) level of 502 mg/dl; cause was unknown. Customer went to the emergency room (ER) on (B)(6) 2022 for 4 hours and received fluids and long insulin to address the bg. The customer was released from the ER on (B)(6) 2022 with no permanent damage and the pump was replaced.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.